Event description:
The customer reported the system failed to display fluoroscopic image when changed to a different position. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable was evaluated and replaced. The filament was recalibrated. The system was tested and found to be working as intended and returned to service.